Manufacturer narrative:
Continuation of d10: product ID#: 97755. Serial#: (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID#: 97755. Serial/lot #: (B)(6). UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found a no device found message and the device was scrapped. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that when she was charging her ins, the recharger got really hot and the controller stopped charging her ins. The patient reported that she spent 2 hours trying to get her ins to charge again and wasn¿t able to. The patient was walked through a passive recharge subflow and the patient was able to start charging her device and had excellent recharge quality. It was reviewed how to change the recharging speed/temperature. The patient changed the speed/temperature from 4 to 3. No further complications were reported. Additional information was received from the patient who reported that stimulation stopped yesterday and they have been trying to recharge but rtm still gets hot and won't charge implant. Patient was charging during the call and reported she was on screen 50: position the charger where you get the highest number and wait 10 minutes.